Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used half filled easypump ii lt 100-50-s in open packaging. The received sample was taken to a visual inspection. The white clamp was not closed, the patient connector was closed with the original wing cap. Damages that would lead to a malfunction were not detected at the sample. After opening the top cap we detected solution at the filling port (lli-cone) and at the patient connector (lla-cone) of the sample. The sample was filled up with nacl 0.9% to the nominal value (100 ml) and was taken to a functional test respectively a leak test was carried out. After opening the white clamp and waiting for 60 minutes the pump is working (solution was running). After these 60 minutes leakages were not detected. The inspected sample is within our specifications. Hence we assess this complaint to be not justified. We have informed our manufacturer accordingly. Reviewed the DHR and there is no abnormality found during in-process and at final control inspection.

Event description:
(B)(4). Observed during use: infusor damaged-blocked, no clinical consequences for the patient.